Event description:
It was reported that during a heavily calcified right internal carotid artery stenting procedure, the patient coughed during placement of the 8-6x40 xact stent causing the stent to jump proximally. A second 8-6x40 xact stent was placed distally overlapping the first stent and fully covering the target lesion. There was no adverse patient sequela reported. One day post procedure, the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was not possible to perform a thorough analysis on the product because it was not returned for investigation. Factors that may contribute to inaccurate delivery include, but are not limited to, interaction with lesion/anatomy, physician technique, sheath damage, and/or damage to the handle components. In this case, it was reported that the patient coughed during placement resulting on the inaccurate delivery. A review of the lot history records did not reveal any nonconforming material records for this lot. A query of the complaint handling database for the reported lot was performed and revealed no other incidents for inaccurate delivery reported for this lot. There is no indication to suggest a product quality deficiency. All xact stent systems are visually inspected for damage and a sampling of units is destructively tested to verify proper stent deployment. Quality deficiency.